Manufacturer narrative:
The primary reported complaint of the autopulse platform [sn (B)(4)] was observed with no display on the user control panel was not confirmed during visual inspection and functional testing. There was no device malfunction observed during the testing and the autopulse platform functioned as intended. The secondary reported complaint of the platform displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message was not confirmed during functional testing; however, was confirmed during archive data review. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported complaint. The autopulse platform worked as intended. The root cause for the user advisory (ua) 45 error message was due to the driveshaft not being at the home position which is likely attributed to user error. Upon visual inspection, no physical damage was observed. During functional test of the autopulse platform lcd functioned as intended and no faults or errors were observed. The platform function as intended. As a precautionary measure, the lcd display cables were reseated to address the reported complaint. During the archive data review, ua 45 error messages were observed, thus confirming the customer complaint. In addition, not related to the reported complaint, ua 12 (lifeband not detected), ua 18 (max take-up revolution exceeded) and ua 2(compression tracking error) error messages were observed. These error messages were cleared by user. Note that the user advisory error messages are designed into the platform when one of several conditions is detected. The error message observed in the archive is easily clearable by the user. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. User advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. Per the battery hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. User advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. Waiting for customer's approval for service.

Event description:
The autopulse platform [sn (B)(4)] was observed with no display on the user control panel. In addition, prior to the lcd issue, the platform displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. Patient use information was requested but no additional information was provided, therefore patient use is unknown.